Event description:
It was reported by the rep the device was used in a laparoscopic splenectomy revision. It was reported the original laparoscopic splenectomy was done in approx october of 1998 on a pediatric pt. Exact dates were not provided due to the dr's concern of protecting his pt's confidentiality. The only mode of energy used in this procedure was the 5mm lcs. The surgeon said he did apply energy with the active blade in close proximity to the diaphragm but completed the case with no apparent injury. Some months later this patient had problems and was eventually reoperated on, only to find a burn hold in the diaphragm. Further info is needed regarding how it was repaired.